Manufacturer narrative:
Results - root cause inconclusive due to lack of details provided by the complainant.

Event description:
The patient was reportedly implanted with an unspecified manufacturer's pelvic mesh product(s) in 2011. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.